Manufacturer narrative:
Investigation: the device involved in the case will not be returned from the user facility. Add'l questions regarding the case and the outcome have been sent to the user facility. If add'l info becomes available, cook will forward it to FDA.

Manufacturer narrative:
(B)(4). Investigation: the user facility did not return the device involved in the case. We sent additional questions to the user facility regarding the case and the case's outcome. From the facility's response to our questions, we discovered that the facility discarded the two catheter pieces that were removed from the patient, so the catheter pieces are not available for us to investigate, the lot number of the device cannot be researched, and the facility does not know if the catheters were placed in the patient through an instruments scope when the procedure were performed.

Event description:
Per MDR form: this is a (B)(6) male who has brought by ems to (B)(6) emergency department on (B)(6) 2012 complaining of abdominal pain, nausea, vomiting and constipation. On (B)(6) 2012 a flexible sigmoidoscopy with biopsies showed rectosigmoid mass 12 to 13 cm from the external anal sphincter. On (B)(6) 2012, the pt had a lower anterior resection of the colon; during the procedure, bilateral ureteral catheters were inserted and a lower anterior resection of the colon with mobilization of the splenic flexure was performed. At the end of the procedure the surgeon placed a jp drain, the abdomen was closed and the ureteral catheters were removed w/o difficulty. A CT abdomen scan showed some fluid within the pelvis including a retained left ureteral catheter. On (B)(6) 2012, the pt was taken back to the operating room; surgical findings included disruption of left ureter and a retained portion of a ureteral catheter. An exploratory laparotomy, cystoscopy, left retrograde pyelogram, left retrograde ureterogram, left ureterolysis, left ureteroureterostomy, removal of retained catheter, and placement of a double j stent, drainage of pelvic urinoma, and mobilization of sigmoid colon was performed. Pt required hospitalization and intervention for prevent permanent impairment / damage. The pt was transferred to the ICU for post-operative care and remained in the hospital.